Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of lioresal for intractable spasticity related to cerebral palsy. The hcp diagnosed the pt with meningitis and the pump and catheter were explanted in 2000. No further details have been obtained from the hcp.